Manufacturer narrative:
The following devices were also listed in this report: 1. Triathlon prim cem fxd bplt #5; cat# 5520b500; lot# byb4j, 2. Triathlon ps fem component, cemented; cat# 5515-f-502; lot# ab37xd, 3. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# ann4, 4. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mjx097, 5. Single use instruments - femoral kit (ps) - size 5; cat# 5555-2255; lot# 19071606, 6. Single use instruments - tibial kit (ps) - size 5; cat# 5555-2365; lot# 20101603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to infection. The only component revised was the poly. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.